Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the softclix device. No adverse event reported. Suspect device was returned.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.